Event description:
After an implantation period of approx. 31 months, oversensing on the ventricular channel was observed via homemonitoring. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead body. In particular 34 cm distal to the df4 connector pin the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. The damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, the analysis determined it was likely caused by entrapment in the clavicle first-rib region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.